Event description:
Leakage occurred when injecting into patients' shoulder. Since the medication leaked out, only half of the block was given. Another injection had to be given. No harm to patient or clinician.

Manufacturer narrative:
A visual inspection of the two returned syringes confirmed that leakage occurred as a result of deep scratches and a dent at the 17ml syringe scale. Evidence of crushing and distortion which are signs that normally accompanies a machine jam were also observed. This defect has the effect of distorting the stopper sealing ring when the plunger rod was moved, allowing slight leakage. A review of complaint files showed no other events of this type involving the product lot indicated. In addition, analysis of complaint data over the past two years, involving leakage in general on bd disposable syringes, indicates a low frequency of occurrence with a complaint rate of approximately 0.025 complaints per million units shipped.